Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad and one endeavor sprint rx drug-eluting stent implanted to the mid circumflex. Approximately two weeks post implant and the pt was rehospitalized due to chest pain. The following day a follow-up angiogram was performed. Reason for angiogram was suspected stent thrombosis. It is unk whether the reported event is related to the study stent. (Ref MFR # 9612164-2011-00894).

Manufacturer narrative:
(B)(4): evaluation results: (stent thrombosis).